Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2016, tha revision surgery due to the loosening of the cup was performed. Primary surgery date is unknown at present. During revision surgery, it was found that a small metal piece has fitted in the screw head of the cup. Then, the surgeon extracted the screw with pliers because the tip of the driver did not fit the screw head. After the revision surgery, the breakage of a polyethylene remover was found. The surgeon has considered that the metal piece is a part of the remover.

Manufacturer narrative:
An event regarding damage involving a trident polyethylene rmvl tool was reported. The event was confirmed. Method & results: -device evaluation and results: a visual confirmed the event. The tip fractured. -medical records received and evaluation: not performed as records were not received. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: a visual confirmed the event. The tip fractured. The damage observed on the tip of the threads is consistent with contact with a hard object. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
On (B)(6) 2016, tha revision surgery due to the loosening of the cup was performed. Primary surgery date is unknown at present. During revision surgery, it was found that a small metal piece has fitted in the screw head of the cup. Then, the surgeon extracted the screw with pliers because the tip of the driver did not fit the screw head. After the revision surgery, the breakage of a polyethylene remover was found. The surgeon has considered that the metal piece is a part of the remover.

Event description:
On (B)(6) 2016, tha revision surgery due to the loosening of the cup was performed. Primary surgery date is unknown at present. During revision surgery, it was found that a small metal piece has fitted in the screw head of the cup. Then, the surgeon extracted the screw with pliers because the tip of the driver did not fit the screw head. After the revision surgery, the breakage of a polyethylene remover was found. The surgeon has considered that the metal piece is a part of the remover.